Manufacturer narrative:
An event of damage to the tip of sheath upon retrieval of sheath was reported. It was reported that resistance was noted during procedure, preventing the sheath from entering the vein and no clear vision of the groin at entry of the sheath which may have contributed to the reported damage to the tip of sheath. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an unknown size amplatzer amulet was chosen for implant using a 14f amplatzer amulet delivery sheath. During procedure, at the insectaries into the vein, the customer noticed a resistance preventing the sheath from entering the vein. The physician retrieved the sheath and damage was noticed at the tip of the sheath. The customer tried to fix the sheath with a scalpel but it did not work. The amulet was not able to implant because there was no usable sheath available after it was damaged. A new non abbot device was chosen. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported fine.

Manufacturer narrative:
An event of damage to the tip of sheath upon retrieval of sheath was reported. The device was returned to abbott for investigation and the tip of dilator was found split. No anomalies were noted at the tip of sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Two images from field appeared to show damaged tip of dilator. As a result of this finding, abbott is performing further investigation to monitor this issue.